Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted ipg was discarded by the medical facility.